Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s outcome and heartmate 3 lvas could not conclusively be determined through this evaluation. The account communicated that the patient expired due to ventricular tachycardia. There were no reported device issues or malfunctions that could have contributed to the patient¿s cause of death. The device reportedly operated as expected. The pump will not be returned for evaluation. There were no alarms associated with this event. No product is available for investigation. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to ventricular tachycardia. There were no reported device issues or malfunctions that could have contributed to the patient's cause of death. It was reported the device operated as expected. The device will not be returned for evaluation. No further information provided.